Event description:
Patient identifier: (B)(6). Date of event: best estimate (B)(6) 2014. According to the information received, they balloon from a foley catheter was broken and the catheter was outside the patient's body. The nurse reported that she inserted the catheter a few days and found that the catheter was broken and part of the foley was left inside the neonate patient's body. The nurse stated that since the patient was a neonate, they could not pull on the catheter hence it must be a product defect. Due to infection control at the facility the product was disposed of and not returned for evaluation.

Manufacturer narrative:
The product has not been returned. Without the benefit of examination and testing, coloplast is precluded from commenting on the condition of the device or the cause of the occurrence. Should the device or additional information be received, a follow up report will be filed.